Manufacturer narrative:
The specific creatinine reagent used was creatinine jaffe gen.2.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested for creatinine on a cobas c 503 analytical unit. A fasting sample collected from the patient resulted in a critically high creatinine value of 2.32 mg/dl. The result from this sample was questioned as it did not agree with the patient's clinical status. A new sample was collected from the patient and was tested on a second analyzer, resulting in a creatinine value of 0.453 mg/dl.

Manufacturer narrative:
Quality controls were acceptable and the issue was isolated to one patient sample. A reagent issue can be excluded. Despite the statement that the patient was not dehydrated or had fever, the provided patient data showed significant glucosuria and proteinuria, with glucose, urea, and total protein levels exceeding normal ranges. While these elevated parameters suggest potential metabolic disturbance or renal irritation secondary to the viral infection, they may represent a source of endogenous interference for the jaffé method. Additionally, while in-hospital administration of dexamethasone and epinephrine was documented, the patient¿s pre-admission medication history remains untraceable, leaving the possibility of exogenous interference open. No further investigation could be performed as the patient was discharged and a sample could not be investigated. The investigation determined the issue is consistent with an issue related to the specific patient sample.